Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Patient is candidated for re-implantation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause, a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction. No trauma has been reported. Patient is to be re-implanted but no date has been scheduled.

Event description:
The recipient was implanted in (B)(6) 2013. Two years later it is reported that the recipient's hearing performance is affected. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, in situ measurements confirm a likelihood of bone growth over the reference electrode. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.